Event description:
It was reported that the pt experienced nausea, vomiting and weakness following a catheter revision. A volume discrepancy greater than 25% was noted; the expected reservoir volume was 9.1 ml while the actual reservoir volume was 19ml. The pump had flipped and after the patient manually flipped it back, the catheter became twisted. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 96 mcg/day and began to note the above symptoms after drug again was being delivered intrathecally. The hcp replaced the lioresal 2000 mcg/ml in the pump with that of a lower concentration (500 mcg/ml) under fluoroscopy and lowered the dose to 75 mcg/day. A follow-up report will be sent if additional information becomes available to us. See also manufacturer's report #s 6000030200704508, 2182207200704507, 6000030200704510.